Manufacturer narrative:
Citation: di stefano d, et al. Impact of horizontal aorta on procedural and clinical outcomes in second-generation transcatheter aortic valve implantation. Eurointervention. 2019 oct 4;15(9):e749-e756. Doi: 10.4244/eij-d-19-00455. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the impact of horizontal aorta on procedural success and short-term outcomes in patients undergoing transcatheter aortic valve implantation (tavi) with second-generation valves. All data was retrospectively collected from a single center between march 2012 and december 2017. Of the 547 patients included in the study population (predominantly female, mean age 81.9 years), 148 patients underwent tavi with medtronic transcatheter valve systems: evolut r (n=136) or evolut pro (n=12). No unique device identifier numbers were provided. Among all patients, 26 deaths occurred within thirty days of tavi. None of the deaths were directly attributed to medtronic product. Among all patients, adverse events included: aortic dissection or rupture; valve embolization; myocardial infarction; need for emergency surgery; coronary obstruction; annulus rupture; need for second valve implantation; new permanent pacemaker implantation; stroke; moderate to severe aortic regurgitation; hospitalization for cardiovascular causes; and unspecified need to recapture and/or reposition the valve during the implant procedure. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.